Event description:
Surgeon planned a laparoscopic roux-en-y procedure but he was unable to attain satisfactory pneumoperitoneum despite normal dial readings. They checked for adequate gas, verres not against organs. They rebooted, changed tubing, changed verres. Md converted to open procedure assuming that patient anatomy preventing pneumo. The next case was a lap cholecystectomy and the same thing happened. They brought in a new insufflator and it worked.